Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014 at 19:06:23. During night drain cycle 10, the patient's ultrafiltration reading was 768ml, indicating the home patient (hp) drained 768ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The minimum drain volume percentage was set to low resulting in an incomplete drain. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.